Event description:
It was reported that the system was explanted and replaced due to infection. No complications associated with the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).